Event description:
It was reported that during a fess-acevedo procedure, the camera did not produce an image. A smith & nephew backup was available for use. A delay of less than 30 minutes was reported. No injuries or complications were reported as a result.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. Product failed functional testing with intermittent blank screen on live video out. If the edge card is moved around or jiggled in the receptacle live video will return. The gold contacts on the edge card appear to be worn and the ground plate has multiple dents. Cause of intermittent video failure is a defective cable assembly. Camera head passed functional testing with a known good cable assembly installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component.